Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water tightness was lost due to poor watertightness of camera connector. Additional reported malfunctions are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope connector is loosened, scope connector is deteriorated and corroded, and water tightness was lost. There was no patient involvement.